Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00237. During the laboratory evaluation, the pst observed the cursor to function properly on all areas of the touch screen (refer to emdr #1828100-2016-00237) with the exception of approximately a ¼ inch radius surrounding the damaged (gouge) area. The device was sent to service where the service repair technician (srt) replaced the touch screen and performed a preventative / maintenance inspection and verification / release test. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the central control monitor (ccm) has a damaged touch screen. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information: the field service representative (fsr) reported that during preventive maintenance (pm).